Manufacturer narrative:
The investigation of hemolysis and positioning issues has been completed. The impella device was not returned for evaluation. Should additional information become available regarding the gastrointestinal hemorrhage a supplemental report will be submitted hemolysis: clinical states that old cp was swapped out and the new cp has significant hemolysis due to the pigtail being wrapped in the mitral apparatus. No other information was provided. Pump was not returned. Partial data logs were provided. Therefore, the root cause of the hemolysis issue was most likely improper positioning of the device as mentioned in the clinical information. Positioning issue: clinical states that the imaging done for initial placement, confirmed that the pump was not in the correct position and was facing the mitral apparatus. Repositioning was unsuccessful. Pump was not returned for investigation. Therefore, the root cause of the positioning issue was not determined since product was not returned and the reason for the improper positioning is unknown. Additional information: b2: selected death and added date of death. B5-additional event details leading to patient death. H6-added clinical code 4476, impact code 1802, 4643. MDR manufacturer report #1220648-2025-27846 was filed on the impella 5.5 for the gastrointestinal bleed. MDR manufacturer report # 1220648-2025-27850 was filed on the impella rp for the gastrointestinal bleed. Both the impella 5.5 and impella rp were in-situ at the time of gi bleed. Medical safety officer review: the patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude the impella as an associated factor in the patient's outcome. The patient's significant hemolysis while using the impella cp device (first implanted impella) and continued with the escalation to the impella 5.5, could have been one of multiple reasons that the massive bleed occurred days later when on bipella (impella 5.5 and rp flex). The patient's demise cascaded from the cp malfunction causing significant hemolysis and could not be dissociated from the outcome of death. There was additional intervention and the patient required an escalation because of higher therapy. The patient was in poor condition and subsequently met his/her demise due to significant gi bleed in which it cannot be said it is not associated with the impella device.

Event description:
Additional information was further reported that stated that while the patient had continued hemolysis, the patient was escalated to the impella 5.5. Later on, the patient developed a massive gastrointestinal bleed which required multiple units of blood. However, due to the patient's condition, care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter, ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle, ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis, ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions, including catheter position, pre-existing medical conditions, and small left ventricular volumes, may also play a role in patient susceptibility to hemolysis.¿ section: suction, ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported a patient still had significant hemolysis due to impella pigtail being wrapped in mitral apparatus. Plasma free hemoglobin remained elevated. The patient was escalated to an impella 5.5.